Manufacturer narrative:
Results: bd is aware of eclipse complaints for hub collar separation and a multi functional team has been implemented. Customer samples were not evaluated as there is no value in testing additional samples. As this is a confirmed complaint, a DHR review is not required. Refer to CAPA (B)(4). Conclusion: unconfirmed. No evaluations performed to confirm or duplicate customers' indicated failure mode. Refer to CAPA (B)(4).

Event description:
It was reported that bd eclipse¿ blood collection needle with luer adapter had 3 instances of the needle detaching from the holder. No injury or medical intervention reported.